Manufacturer narrative:
This report is submitted on june 13, 2023.

Event description:
Per the clinic, the patient experienced an extrusion resulting in wound dehiscence at the implant site. The device was then explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june13, 2023 was filed inadvertently. There were no wound dehiscence and extrusion of the device. Per the clinic, the patient was treated with IV antibiotics (specific date and duration not reported). This report is submitted on july 11, 2023.

Manufacturer narrative:
This report is submitted on august 7, 2023.